Event description:
A weighted, 8 fr tube was passed for the purpose of nasojejunal feedings in this 1-month-old pt. She received medications through the tube for 1/2 day, and then feedings were started. After 8 hours of feeding, an x-ray revealed air outside the bowel. The pt was taken to surgery where a small perforation of the duodenum located immediately past the pyloric sphincter was repaired. The tube was left in place by the surgeon, and is still in situ. The caller is unsure of the length of the tube. She states that the physician felt that a 6 fr tube should have been used rather than 8 fr, and that the hosp has now changed it's policy to one favoring the use of unweighted tubes.